Event description:
Patient presented to the physician with the stimulation lead beginning to protrude through the platysma at the neck incision site, posing a risk of erosion. Physician brought the patient into the or, repositioned and tucked the stimulation lead deeper, and closed the incision.